Event description:
We have received a report from the (B)(6) of (B)(6) of an incident where a patient was trying to transfer himself from the bed to a sitting chair. The patient was sitting in an upright position next to the right rail foot end. The patient made sure that the side rail lock was engaged; he began to transfer himself by supporting his weight on the right side rail foot end and working his way up towards the right side rail head end. The right side rail foot end arm support broke off from unit and suddenly it came down and the patient fell to the floor. The nurses heard the commotion and came to find him on the floor. They tried to help him get up but the patient refused, wanting to do it himself and was able to get up on his own. The doctors checked him and found that he did not sustain any injuries from the fall. Although no injury was sustained, we are reporting the incident because of a potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Initial inspection by our u.s. Service team has not found any obvious problem with the bed apart from the broken casting on the right foot end side rail. Further testing cannot be performed by the service team; we have therefore requested that the broken side rail be returned to us for analysis. Additional information will be provided upon conclusion of the manufacturer's investigation.